Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection did not identify any abnormalities or malfunctions. The set was functionally tested by spiking, priming and checking the device for flow. A 25-gauge needle was attached to the male luer to simulate use. A secondary set was attached to each y-site. The sample primed and flowed without issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set line would not prime. The reporter stated that the check valve set was inverted and tapped and the bag was squeezed to initiate flow. There was no patient involvement. Not additional information is available. 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.